Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 0158 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to external electromagnetic interference which triggered a lead alert for high rate non-sustained episodes and short ventricle to ventricle intervals and oversensing of noise. This event was discussed with the physician who will continue to monitor the patient at this time. The device and lead remain in use. No further patient complications have been reported as a result of this event.